Manufacturer narrative:
Medtronic rep tested system and registered the phantom model to check the accuracy of the axiem application. The medtronic rep was unable to replicate the issue, sys functioning as intended. No impact on pt outcome reported.

Event description:
Medtronic rep called to report the surgeon alleged a 3mm inaccuracy with navigation during a cranial axiem surgery. Navigation was discontinued. The surgeon completed the surgery. No impact on pt outcome reported.